Event description:
Patient called lfs alleging the the meter reading inaccurately low. Patient did not have any symptoms at the time of concern. Patient obtained a "47 mg/dl" and decided to drink a couple ounces of grape juice. No medical care was sought from a healthcare professional. Patient did not perform a re-test. The test strips were not expired, stored improperly, opened longer than 4 months. The customer service rep discovered that the test strips had no reaction or color change when the sample was applied. The comparison between the meter result and the color of the test strip confirmation dot with the color chart on the test strip package did not match, indicating a strip malfunction was present. There was no evidence to suggest that the meter or test strips contributed to an adverse event. The customer service representative replaced the test strips and control solution.